Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the distal tip of the eyelet was broken off. The device met all material specification as received. Device history record review revealed nothing relevant to this event. The complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel, prying/levering or impacting the eyelet against hard bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a 4.75mm x 24.5mm self-punching biocomposite swivelock (ar-2324bcm) was being used in a rotator cuff repair procedure. The surgeon placed the fibertape onto the swivelock, and placed it into the cannula. A hole was not pre punched for this swivelock. Once the implant touched bone, the surgeon went to mallet it in. When that happened, the eyelet broke, and the tip is no longer attached to the suture. The fibertape portion of the implant was removed, and the remaining part of the tip with the stay suture was still firmly attached to the inserter and came out of the patient. The eyelet was still left inside the patient. The surgeon attempted to remove the eyelet with using a c-arm, and triangulating the camera and probes in order to locate and remove the eyelet. An rf ablator was also used to ablade tissue away to help remove the eyelet. The surgeon then decided to switch to an open-mini procedure to remove the eyelet. It was finally found and retrieved using a grasper. This added an hour and twenty minutes to the procedure. The surgeon used two 4.75mm x 24.5mm self-punching biocomposite swivelocks of the same lot number, and pre-punched holes to insert these, and was able to complete the procedure successfully. No patient injury reported.